Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a triathlon femoral component was reported. The event was confirmed through review of the provided medical records. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: a periprosthetic distal femur fracture was confirmed postoperatively via x-ray reports and hospital notes. Root cause: the root cause cannot be determined without additional records and in particular radiographs. The question is really where exactly did the fracture occur? Did it extend into one of the pin holes from the mako, into the box cut, or independent of these stress risers. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar event s for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: a periprosthetic distal femur fracture was confirmed postoperatively via x-ray reports and hospital notes. The root cause cannot be determined without additional records and in particular radiographs. The question is really where exactly did the fracture occur? Did it extend into one of the pin holes from the mako, into the box cut, or independent of these stress risers. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text: device not returned.

Event description:
As reported: "pt presented to emergency department w/ complaint of pain and swelling to right lower extremity. Xray showed perihardware fracture and pt admitted. Pt placed in knee immobilizer on (B)(6) 2020 and discharged to inpatient rehab." Update: "nondisplaced vertically oriented distal femoral perihardware fracture".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
As reported: "pt presented to emergency department w/ complaint of pain and swelling to right lower extremity. Xray showed perihardware fracture and pt admitted. Pt placed in knee immobilizer on (B)(6) 2020 and discharged to inpatient rehab."